Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (B)(4) 2016/679 of the (B)(4) parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was used during transport and in the emergency room for an hour long CPR. Autopsy showed fractures of the sternum with secondary lacerations of the aorta resulting in bleeding. There was no observed malfunction during the event. The patient did not survive the event, but the customer confirmed this does not mean it was the primary cause of death.

Manufacturer narrative:
The customer was contacted by stryker, however they could not provide a serial number for the device involved. The customer stated that there was no suspected device failure , however it is alleged that the device caused the serious injury and may have contributed to the death. The device could not be evaluated so no root cause could be determined for the reported patient injury. The device remains with the customer.

Event description:
A customer contacted physio-control to report that their device was used during transport and in the emergency room for an hour long CPR. Autopsy showed fractures of the sternum with secondary lacerations of the aorta resulting in bleeding. There was no observed malfunction during the event. The patient did not survive the event, but the customer confirmed this does not mean it was the primary cause of death.

Manufacturer narrative:
The customer contacted physio-control to report that the patient was a 63-year-old male and that the device may have contributed to death. Sections b1, b2, and h1 have been updated. Physio-control performed a clinical review and determined that it can not be excluded that the injuries were caused by lucas CPR and may have contributed to the patient´s death. Rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest. 1,2 in this prolonged CPR case the sternum fracture and secondary laceration of the aorta was confirmed by the pathologist

Event description:
A customer contacted physio-control to report that their device was used during transport and in the emergency room for an hour long CPR. Autopsy showed fractures of the sternum with secondary lacerations of the aorta resulting in bleeding. There was no observed malfunction during the event. The patient did not survive the event, but the customer confirmed this does not mean it was the primary cause of death.